Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2013 with the following findings: during testing, the pump was powered on with a blank display screen. The pump was opened and the screen was found to be cracked. A test screen was installed and displayed properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen issue. The display on the animas pump reportedly had a reddish tint, and then became dim. Now, there is no display at all. There was no trauma or moisture issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.